Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the 8-way socket assembly was corroded. The defective connector was replaced and the device was cleaned, repaired, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the 8-way socket assembly. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the vapr vue generator device failed electrical safety test. During in-house engineering evaluation, it was determined that the 8-way socket assembly on the device was corroded. There was no procedure involved. No additional information was provided.